Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings:during investigation, there were no alarms in the pump history. The pump emitted a cs 088 alarm during testing. There was corrosion in the battery compartment. The battery compartment was found to be cracked. The cover was removed and there was moisture damage found on the printed circuit board. There was a call service alarm due to the moisture damage.